Event description:
Customer reported his precision xtra meter did not turn on upon test strip insertion. Customer reported experiencing symptoms of hypoglycemia and seizure. Customer's wife treated customer with two glucose tubes and water. There is no report of any diagnosis or hospitalization, an investigation into the details is in progress.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.